Manufacturer narrative:
Data card evaluation was performed and several error messages were observed, including a warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the handpiece and system performed as expected. Further investigation is underway.

Event description:
The user facility in (B)(6) reported a patient sustaining blisters on the right cheek after thermage treatment. The patient felt a strong pain when 18 shots were treated then an error e138 (tip temperature limit exceeded. Apply more coupling fluid. Ensure full tip to skin contact. Do not treat same area). Appeared twice at the 18th rep. The highest energy level was 3.0. The tip was inspected prior to use and during treatment with no problems detected. The physician replace the tip and the treatment as completed over the patients entire face without experiencing any pain. After the treatment redness appeared and gentamicin sulfate was applied.

Manufacturer narrative:
The thermage tip was used for 18 treatments. Tip passed flow, leak, and functional testing using 50 reps with no problems observed. Tip failed visual testing due to a dent on membrane, but it is unlikely the dent contributed to the event since focused rf energy would not be able to penetrate through the tip membrane. Final test verified specifications are acceptable. The errors discovered during the data card evaluation indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the datalog, the handpiece and system performed as expected. The datalog did not confirm the customer¿s account of receiving error 138 during treatment. The datalog showed potential technique issues that could have resulted in unsafe conditions. The root cause was determined to be a known procedure complication. According to the thermage cpt system technical user¿s manual, burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No non-conformity or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.